Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention products for the reported lot number. Retention products were tested with quality control cut-off standard (25miu/ml) and high level hcg clinical urine samples (207.4iu/ml, 215.7iu/ml, 219.5iu/ml). All devices showed positive results at read time (3 minutes) and met all quality control release specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient experienced light spotting. The patient expected to be pregnant and/or received a positive result on a home pregnancy test prior to facility visit. The customer was unable to confirm. On (B)(6) 2018, the patient was tested at the facility using a consult hcg dipstick test and received a negative result. On (B)(6) 2018, the patient was tested again at the facility using a consult hcg dipstick test and received a negative result. An ultrasound was not performed at the facility. The patient had blood drawn for confirmatory testing at another location. Troubleshooting was performed with the customer. The customer was advised that very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.